Event description:
Cormet revision surgery.

Manufacturer narrative:
(B)(4). Device details, pt medical history, post primary and pre-revision x-rays, explant and detail of revision have been requested in order to progress with the investigation. Device mfg records to be reviewed for the femoral head and acetabular cup components.